Event description:
In 2009, this patient was treated with a gore excluder aaa endoprosthesis trunk-ipsilateral leg component for an aortic aneurysm. The device was deployed just below the renal arteries, intentionally covering a small accessory renal artery. After deployment, the distal end of the ipsilateral leg did not have apposition in the right common iliac artery due to an aneurysmal right common iliac artery. The trunk-ipsilateral leg component moved distally into the aneurysmal sac of the abdominal aorta. An attempt was made to access the proximal portion of the device from the patient's right arm to extend the device with aortic extenders. This was not successful and pushed the device further distally. It was decided to use a cook zenith renu aaa ancillary graft to convert the patient to an unplanned aorto-uni-iliac (aui) and left femoral artery to right femoral artery bypass. No other complications have been reported.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.